Event description:
During an unk procedure, device could not hold clips. Another device was used to complete the case. There were no adverse consequences to the patient. No device returning. Affiliate refernce number en2006-0816.

Manufacturer narrative:
Information was not provided by the affiliatel. Information is unavailable; device was not returned for evaluation.(510(k)#k864102)